Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia. The customer blood glucose level was 495 mg/dl at the time of hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous fluid for high blood glucose at hospital. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. Customer did not allege insulin pump was under delivering. Customer preformed high-pressure test and it passed. The device will be not returned for analysis.